Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Pt's therapeutic range: (2-3). Pt dose have a history of suddenly going out of therapeutic range, but usually will stabilize after a few adjustments. As of yet, there have not been any lab comparisons done to confirm.